Manufacturer narrative:
Product analysis # (B)(4): (B)(6)/ (B)(6) 2019/ work order (B)(4) added to complaint / status: completed; date completed: (B)(6) 2019 mechanical tests: pass; imaging modalities: pass; cable grade: a; record type: o-arm system; checkout contact: gene site system; inspection: pass; does the system perform as intended?: yes; were hardware parts replaced?: no; action/resolution: checked; fuses and fuse holders. No issues found. Completed system checkout. No problem found. A medtronic representative went to the site to test the equipment. Testing revealed that there were no issues found after replacement of the fuses. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): medtronic received information regarding an imaging system outside of a procedure. The caller reported that the site indicated the o-arm was not charging. The cause was suspected to be that the fuses were blown and the two fuses had blown within one day of each other. After fuse replacement, the system was reported to be running, but a system checkout was requested due to the back to back fuses blowing. No patient was involved with this issue.